Event description:
New information received notes that the patient presented remotely via merlin.net initially when the far r-wave over-sensing event was discovered. Programming changes were made. Patient condition was stable.

Event description:
It was reported that the patient presented with far r-wave over-sensing exhibited on the implantable cardioverter defibrillator. Further information was requested but not received.